Manufacturer narrative:
The malfunction was duplicated and the hv module was replaced to resolve the malfunction. Analysis of reports of the type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no pt involvement in the reported malfunction.